Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported via health authority that probe did not efficiently cut the vitreous body, but the vitreous body and retina are significantly pulled (aspiration condition was normal) during the silicone oil removal surgery. The surgery was completed on same day after replacing the product. Patient experience eye discomfort during the surgery. The current patient condition was unknown.